Event description:
According to the reporter, the device alarmed connect cable or connect electrodes while attempting to monitor the patient's ECG. Further details of the reported incident are unknown.